Manufacturer narrative:
The customer reported that they found the non-invasive blood pressure (nbp) measurement to be abnormally high on the intellivue multi measurement server x2, which did not seem to be patient related. This issue occurred intermittently, but with all different types of patients. This led to the fact that on (B)(6) 2016, a patient had unnecessarily been administered blood pressure medication based on a falsely high nbp measurement. During the initial visit, the field service engineer (fse) was advised by the customer that abnormally high readings had been observed in the or, pacu, endo, and gi. The configuration files from the devices in the or were pulled and loaded on a test monitor in the biomed shop. Nbp measurements were obtained with 5 and 2.5 minute measurement intervals. Elevated nbp values were observed after approximately 2 - 2.5 hours of operation. Previous tests on the same monitor but with a different configuration file showed no change when performed by the biomedical department. A philips internal escalation was opened to determine the root cause for the reported issue. The review of the provided data revealed that the device was operating as specified and expected. The customer was using welch-allyn disposable cuffs with modified nbp tubing to accommodate these cuffs. The customer was informed that philips does not support modifying the nbp tubing or using third-party cuffs with the philips devices as these are not tested. Additionally, the nbp cuff was changed on a patient in the pre-op area, the or, and the pacu, and was frequently placed on the forearm. Furthermore, the customer did not always perform an "end case" or "patient discharge" after each case, which can lead to incorrect values, typically for the first measurement. To resolve the reported issue, all nbp tubing and cuffs were replaced with philips equipment. The customer was advised to always use "discharge patient" or "end case" between patients, and to place and test the nbp cuff on the patient in the pre-op area and leave it in place while the patient is in the pre-op stage, the or, and the pacu. The nbp cuff needs to always be placed on the upper arm as the accuracy of the nbp measurement has not been validated for the forearm, the forearm is not always at heart level, and there is typically more movement with the forearm than with the upper arm. It was determined that use error was the root cause for the reported nbp measurement inaccuracies. The customer was informed of the root causes of the reported issue, and additional training of the clinical staff was provided.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that "the bedside monitors are showing false readings for nbp. Diastolic measurements are abnormally high, but sometimes systolic measurements as well. A lot of medication was given to a patient because of incorrect readings on a monitor". It is not known if any medical intervention was necessary, and no information was provided regarding the current state of the patient.